Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream issue" was not reproduced. Evaluation sent the device for downstream occlusion testing, it passed the testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream tubing guide depth out of specification. The downstream tubing guide depth required to be adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream issue occurred in the biomedical service department. There was no patient involvement. No additional information is available.